Event description:
The patient's ceramic head was revised on the left hip due to dislocation. The shell and liner that were revised was competitor product. The previous revision was of competitor product when this head was implanted.

Manufacturer narrative:
An event regarding dislocation involving a ceramic head and competitor devices was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned . Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history and follow-up notes are needed to investigate this event further. If additional and/or device information become available, this investigation will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Hospital policy.

Event description:
The patient's ceramic head was revised on the left hip due to dislocation. The shell and liner that were revised was competitor product. The previous revision was of competitor product when this head was implanted.